Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away in addition to respiratory tract irritation, particles in the lungs, and hypoxic respiratory failure. Medical intervention was not specified. The clinical expert's observation is that the cause of death and hypoxic respiratory failure were not related to the device based on no allegations of any specific device malfunction or other clinical information indicated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away in addition to respiratory tract irritation, particles in the lungs, and hypoxic respiratory failure. Medical intervention was not specified. The clinical expert's observation is that the cause of death and hypoxic respiratory failure were not related to the device based on no allegations of any specific device malfunction or other clinical information indicated. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the ventilator displayed multiple exterior areas of contamination. The vent was bench tested which showed the software version was different than the bench test setup, the clock setting was incorrect, the internal detachable battery build dates were flagged, multiple internal and detachable battery steps failed per spec, a zero flow verify and a neg flow verify step failed specs and multiple level 40 steps failed specs. The clock setting and battery build dates were expected as the ventilator had taken a while to arrive to the pil and be investigated. The vent was taken apart. No contamination was observed in the air flow path. Due to the failed bench testing battery steps, both batteries were replaced with pil units. The pil installed batteries corrected the multiple battery and level 40 steps that had failed before. The redone bench test confirmed the original two failed sensor board steps.